Manufacturer narrative:
The investigation has been completed. Functional testing was performed and no failure was identified related to the reported low bg issue. Additionally, based on the analysis, the alleged cartridge fitting issue and minimum fill issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred. Reportedly, the cartridge was filled with 100 units of insulin. Subsequently, the customer reported that when loading cartridges onto the pump, the cartridge fit is loose. Reportedly, the cartridges do not feel tight and the customer was able to easily remove the cartridge. There was no reported impact to the customer's blood glucose level. Reportedly, the customer will continue using the pump for continued insulin therapy.